Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not work was confirmed. An assessment was performed and it was determined that the hose of the device had a small hole near the muffler, the red indication mark was missing, the rotations per minute were below specification, there was an oil leak, and the vanes were worn. It was further determined that the device failed pretest for hose verification, muffler tube verification, loctite- housing pins, rotational speed, and oil leak. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the motor device did not work. During service and repair, it was observed that the device rotational speed was below the minimum and there was an oil leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.